Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(4) 2015 it was confirmed that the implants are not available for retrieval. Batch review performed on (B)(4) 2015: lot 148416: (B)(4) items manufactured and released on 11 feb 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Other components: gmk sphere tibial tray fixed cemented # t3-i4 r code 02.12.t3i4r lot. 148265a (k121416): lot 148265a: (B)(4) items manufactured and released on 25 feb 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Gmk sphere tibial insert fixed sphere flex #4/12 mm r code 02.12.0412fr lot. 145499 (k121416): lot 145499:(B)(4) items manufactured and released on 27 january 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Gmk patella resurfacing # 2 code 02.07.0034rp lot. 150322: lot 150322: (B)(4) items manufactured and released on 04 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On 21 oct 2015 the medical affair director commented the case as following: based on this description, I can only say that no similar case has been previously reported to my attention, and I do not know of similar cases described in literature. Therefore, I have no comment to offer. Device not available.

Event description:
Patient had a small superficial sore near the patella that worsened after clinical visit. On (B)(6) 2015 the patient was revised as there has been significant necrosis on and around the area of the incision. The surgery that was performed was to remove the implants, use a cement spacer and then a plastic surgeon would perform a latissimus dorsi skin flap (skin graft) and try and close the hole that has been left from the necrosed skin. During the surgery, it was also noticed that the patient had avn of the patella and this (the bone) had fractured.